Event description:
The hospital reported that during sterilization it was noticed that the vh-1111 endoscope eye piece was broken. No procedure was taking place so there was no pt involved and no replacement involved. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was a longitudinal fracture in the eyepiece, and an area of the inside of the lens appeared scraped off. Sent to (B)(4) on (B)(6), 2010 - complaint confirmed. Damage to eye piece most likely due to mishandling. No defect in material or workmanship noted. Device shows signs of normal usage. Internal file number - (B)(4).